Event description:
Intubated patient required continuous sedation during MRI. Patient's fentanyl infusion was transferred from bd-alaris infusion pump to iradimed mridium (MRI-safe) infusion pump. The mridium pump has 6 main function buttons f1 through f6. F1 is setup at rate mode (no infusion library). F2 and f3 have drug library. The nurse who was unfamiliar with these infrequently used pumps chose f1 (rate mode) which required them to convert at 25 mcg/hr infusion to ml/hr. The concentration of fentanyl was 10 mcg/ml. At the prescribed rate of 25 mcg/hr = 2.5 ml/hr. Unfortunately, a math error led to entry of 25 ml/hr (10x error). This rate was double checked by a second nurse as correct. The error was caught 10 minutes into the infusion and patient was unharmed.